Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) will be explanted due to elective replacement indicator (eri). Premature battery depletion is suspected. Additionally, it was noted that this device is part of a recall population.